Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced difficulty with the inflatable penile prosthesis (ipp) pump not working. Patient would like to have the ipp explanted and replaced with a new ipp. There were no patient complications reported at this time.